Event description:
It was reported that during a patient's generator replacement surgery, the surgeon attempted to do a final interrogation of the patient's generator without success. He called the company representative indicating that the diagnostics and heartrate verification were performed with no issues, however a final interrogation was not able to be completed. While on the phone with the company representative, the surgeon tried reseating the serial data cable various times and powered down the programmer, which did not resolve the issue. The surgeon also tried to re-interrogate the patient's explanted generator, which was able to be communicated with pre-operatively, without success. The 9 volt battery was changed and the reset buttons were pressed confirming that the new battery was remaining on for ~25 seconds when the reset buttons are pressed. At that time, the surgeon opted to close the patient and said that he would try again later. Follow-up by the company representative revealed that communication was not possible outside of the operating room either, but the issues were resolved by replacing the serial data cable. The programming system has reportedly had no issues since the replacement of the cable. The suspect serial cable was discarded and is unable to be returned for analysis. No additional relevant information has been received to-date.

Manufacturer narrative:
(B)(4).